Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to sensor failure soon after insertion, the sensor wire could not be seen on the underside of the sensor pod. Patient believes the wire may still be under his skin. At the time of the call to technical support, the patient reported that he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.